Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that an e101 temperature error occurred and the evis exera iii xenon light source went out. The issue occurred during the therapeutic procedure intestinal polypectomy, there was a delay of a few seconds while the emergency lamp light came on. The procedure was successfully completed with the same set of equipment and there was no patient harm associated with the event.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.